Manufacturer narrative:
The device was received for evaluation. No issues were identified with the y-site; however, visual inspection revealed that the tubing was separated from the male luer lock. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of an extension set was broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.